Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz1886 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong catheter, which was placed via the right brachial vein, could not be performed blood sampling five days after placement. There was no reported patient injury. On 11/06/2019 - additional information was received from the facility. Because the groshong catheter seemed to be occluded, the operator change the catheter connector. However, occlusion could not be resolved after replacing the connector.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the valve failed to open for aspiration was confirmed, but the cause was unknown. Two groshong nxt connectors were returned for investigation. Each connector was assembled and locked together. It appeared that the catheter had been cut to remove one connector and a second connector was attached to the catheter. The 4 fr tubing, which contained the groshong valve, extended 40.3 cm from one connector. A functional test revealed that the lumen was patent to infusion, but the valve would not open for aspiration. A microscopic examination of the valve cut showed nothing remarkable. The valve length was within specification. It is possible that the reported complaint was associated with insufficient lubricant on the valve. It is unknown if the lubricant was affected by the clinical procedure. It was reported that the problem was observed 5 days after placement. A review of the DHR revealed nothing remarkable. At this time, based on the condition of the returned sample, it is unknown what caused the reported event. A lot history review (lhr) of recz1886 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong catheter, which was placed via the right brachial vein, could not be performed blood sampling five days after placement. There was no reported patient injury. (B)(6) 2019 - additional information was received from the facility. Because the groshong catheter seemed to be occluded, the operator change the catheter connector. However, occlusion could not be resolved after replacing the connector.